Event description:
A health care professional (hcp) was moving a pt off a starcam 4000 table using a slide board with a sheet. When the table moved laterally, the hcp eased the pt to the floor. The hcp reportedly scraped his arm. The pt complained of neck pain but was not seriously injured.